Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Subsequently, a lead revision procedure was performed where this lv lead was explanted and a new lv lead was successfully implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.